Manufacturer narrative:
The sapien 3 valve remains implanted in the patient. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, (B)(6), and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Although the cause of the pericardial effusion and cardiac tamponade could not be determined, investigation results suggest in addition to the procedure itself, patient factors (age (B)(6), valvular calcification) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), a 29mm sapien 3 valve was deployed in the aortic position by the transfemoral approach. The procedure went well without issue and the valve was well positioned (90/10) and functioning well. During the vascular closure, the patient became hypotensive and unresponsive. CPR was commenced and vasopressors given. Several shocks given for ventricular fibrillation. Echo showed a pericardial effusion with tamponade. Pericardial drainage was performed, removing about 300cc to 400cc. The patient stabilized and returned to a sinus rhythm with normal blood pressure. Fluoroscopy showed a well functioning valve with no central regurgitation or paravalvular leak (pvl). No contrast staining around the aortic structures was seen on fluoro. At the time of the report, the team was not able to verify whether it was an annular dissection that spontaneously healed or a right ventricular (rv) perforation, despite MRI being done on follow up. The MRI showed no disruption to the ascending aorta. The patient was extubated on postoperative day (pod) 1 and is currently doing well and not on any inotropesis. No neuro deficits were observed. The patient is still being monitored, but they are up and around on their own. The native annular area measured 550mm with mild calcification reported.